Event description:
The site reported the following: the pt was undergoing a diagnostic cardiac catheterization procedure for surgical clearance for valve replacement. During the first injection in the left coronary artery, the pt experienced an air injection and started to have neurological symptoms and then became asystolic. The pt required medical intervention including cardiopulmonary resuscitation (CPR), the insertion of an intra-aortic pump (iabp), and extracorporeal membrane oxygenation (ECMO). While performing cardiopulmonary resuscitation, the team disconnected the single-patient disposable set (spat) from the catheter, purged, made several injections into the left coronary arteries which were all reportedly...

Manufacturer narrative:
The site also reported the avanta fluid management sys was used emergently during the night and that the multi-patient disposable set (mpat) was left set up for the first elective pt for that day with approx a six hour delay between the time the injector was used during the emergent procedure and the first elective procedure that morning, which was the reported event. A sys svc check of the avanta fluid mgmt sys, performed on (B)(6) 2013, confirmed the sys was working with bayer r and I specifications. Bayer r and I product analysis received the disposables that were in use during the alleged event functional testing confirmed the disposables were performing to specification. Additional applications training was offered, but declined, by the site.